Manufacturer narrative:
Concomitant medical products: ilxch1822115, stent graft, implanted: (B)(6) 2010; ilxch161685, stent graft, implanted: (B)(6) 2010; ilxch1822135, stent graft, implanted: (B)(6) 2010; bfxch2816165, stent graft, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent atrial undersensing was noted causing false termination of atrial arrhythmia. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.